Manufacturer narrative:
(B)(4). The device was not returned for analysis. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported patient effects of dyspnea, mitral valve injury, and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures, and appears to be related to procedural conditions due to the slda. The dyspnea and worsening mitral regurgitation were likely secondary/cascading effects of the leaflet tear/slda. The reported hospitalization and surgical procedure were a result of case-specific circumstances, as the patient was admitted to the hospital and underwent mitral valve replacement surgery. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch MFR number.

Event description:
This is being filed to report that the implanted clip (B)(4) detached from one leaflet and remained attached to the other leaflet. On (B)(6) 2016, the initial mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 2. The left ventricle was dilated. Two clips (B)(4) were implanted, reducing the mr to 1. The physician stated that leaflet insertion was performed according to the instructions for use (IFU). On (B)(6) 2016, the patient presented to the hospital with dyspnea. The mr had increased to 4. It was found that both clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was the physicians opinion that the slda could be due to the fibrous, calcified consistency of the mitral valve leaflets. On (B)(6) 2016, the patient underwent mitral valve replacement surgery and both clips were explanted. After the clips were explanted, it was observed that parts of the posterior leaflet were found in the clips. The patient was confirmed to be clinically stable after surgery. No additional information was provided.